Event description:
It was reported that a patient (pt) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown; however, the pt admitted to taking a bath. On the same day as onset, the pt was hospitalized for the peritonitis. The pt was treated with fortaz ip (intraperitoneally), (dose and frequency not reported) for the event. The pt was discharged in the same month as admission into the hospital. In the following month after the onset of the initial peritonitis, the pt experienced a relapsing peritonitis. The relapsing event was manifested by cloudy pd effluent. It was unknown if the pt was hospitalized for the relapsing event. On an unreported date, the pt was treated with fortaz ip (dose and frequency not reported), ancef and diflucan ip (doses and frequencies not reported) for the relapse peritonitis. It was reported that the pt¿s pd catheter was replaced and the pt was retrained on aseptic technique. The pt was reported to have recovered from the event. Additional information was requested but is not available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).